Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was the following information was provided by the initial reporter: consumer reported on voice message using 2nd gen pen needles with issues. Now short on supply.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was the following information was provided by the initial reporter: consumer reported on voice message using 2nd gen pen needles with issues. Now short on supply.